Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l2 to l3 using rhbmp-2 and collagen sponge from a posterior and posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). Patient's post-operative period had been marked by progressively worsening pain in his lower back, buttocks and both legs. Patient continued to experience chronic pain in his lower back, extending up into his neck and arms and down into his buttocks and legs, muscle spasms, and numbness and tingling throughout his body. Patient experienced difficulty in standing and walking, was basically home bound, required use of a scooter if he had to leave the house, and needed assistance with personal care. Patient also suffered from sexual issues and depression. These serious injuries prevented patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery at l2-l3 in which rhbmp2/acs was used.